Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable pump will not run. The cassette was removed and tapped on the surface. The alarm persisted and pump did not respond to start or stop button to silence. They powered the pump down and clamped the tubing. There were no patient harm and injury and the event occurred while in use with patient.